Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received stated patient's implantable cardiac monitor was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not able to connect their implantable cardiac monitor (icm) with remote-monitoring since march. Upon review of patient's latest transmission in merlin.net, and end of service(eos) alert was found from february 19, 2019. The physician has discussed an explant procedure for the icm but one has not occurred yet. There were no patient consequences.

Manufacturer narrative:
Correction: additional information of healthcare professional should had been included in the previous report.